Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after placement of a new infusion set, the user experienced sustained high blood glucose and the sister observed apparent blood seeping into the infusion set supply line, suggesting a possible infusion set or infusion site issue. Symptoms included hyperglycemia. Outcomes included no reported injury, clinical intervention, or hospitalization. Investigation included attempts to obtain additional information from the reporter. Investigation of this case revealed insufficient information to determine a device or use-related cause. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.